Event description:
It was reported that the device reached elective replacement indicator possibly early. The programmed output on the left ventricular lead was noted to be high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product evaluation summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Unknown implantable pacing lead; unknown implantable pacing lead; unknown implantable tachy lead. (B)(4).